Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Correction: upon further investigation it was found that the incorrect catalog number (532.001) was inadvertently entered into the initial medwatch report. The correct catalog number (532.010) has been entered into of this medwatch report. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom ((B)(6) 2011) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device had no high power was confirmed. An assessment was performed and it was noted that the device did not oscillate. During repair it was observed that the components were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device did not have high power. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.